Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of baclofen for intractable spasticity related to head/brain injury. The pt developed an infection/meningitis and underwent explantation of the pump and catheter one month later. No further details could be obtained from the hcp.